Event description:
Information was received indicating that a smiths medical cassette was implicated in causing a leaking of caripul. The patient did not expereince an adverse event. There were no reported adverse events.